Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the material and process controls were within specification. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
A nurse at the user facility reported that a blood leak occurred approximately halfway through the patients hemodialysis (hd) treatment. Reportedly, the heparin line disconnected; therefore, blood leaked externally from the portion of the bloodline where the heparin line connects to the main bloodline tubing. No other damage to the bloodline or its packaging was identified. The 2008t hd machine did not generate an alarm during the event and no alert was expected. The patient¿s estimated blood loss was noted as being approximately 200 cubic centimeters (cc). No patient adverse effects were experienced and no medical intervention was required as a result of this event. A fresenius dialyzer was used during the hd therapy. The complaint device was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.

Manufacturer narrative:
A companion complaint sample was returned to the manufacturer for physical evaluation. The companion sample was identified to be from the same product and lot number as the actual complaint device. The returned companion sample was tested on a hemodialysis 2008t machine for simulated use. The simulated test ran for a period of four hours. The complaint investigator did not identify any disconnection or leaks from the heparin line to the red ¿t¿ connector of the pump tubing during the tested period. In addition, no air bubbles or leaks were identified throughout the simulated system. The companion sample tested as intended with no abnormalities. The investigation into the cause of the reported problem was not able to confirm the failure mode. Simulated testing of a companion device did not identify any disconnection, leaks, or air bubbles. Therefore, the complaint was not able to be verified or confirmed.